Event description:
The customer reported a fluid leak of an unknown volume of dried clenz inside the left front diluter of the lh780 and on the counter upon arriving to the laboratory. The leak was uncontained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/11/2015. The fse confirmed that clenz (cleaner reagent) was leaking from the instrument. The fse found a tear in the tubing going through valve vl14c. The fse replaced the tubing resolving the leak. The repairs were verified per established service procedures. (B)(4).